Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular channel, oversensing and inhibition of pacing. The patient had been exercizing on the treadmill at the time of the episode.